Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the first implantable neurostimulator (ins) had never helped in controlling her symptoms. The patient experienced a sudden change in therapy/symptoms. The ins had been depleted and was depleted for over two years prior to getting a replacement. The replacement was working better than the first one ever did. Additional information via the consumer reported the circumstances that led to the lack of relief of the implant was "wires not connected." The patient's indication for use was gastrointestinal/pelvic floor.